Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the pipeline's failure to open was not determined.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and partially within an introducer sheath with the distal braid and distal delivery wire deployed out the distal sheath. The phenom-27 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the pipeline flex hypotube was found stretched with the ptfe shrink tubing still intact. No damages were found with the resheathing marker, re-sheathing pad, or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. The distal braid end was found fully opened, frayed, and damaged. The proximal braid end was found tapered, damaged, and frayed. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was not confirmed; however, the proximal braid was found to not fully open. Possible causes for braid incomplete open include, but not limited to, patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged/frayed. Potential causes for braid damage include, but not limited to, resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the distal braid was returned already deployed out of its protective introducer sheath and dispenser coil. Customer reported all devices were prepared per IFU, pipeline not placed within a bend, pipeline was resheathed less than or equal to 2 times, and patient vessel tortuosity as normal. Therefore, the likely cause could not be determined. The pusher hypotube was found stretched, indicative of resistance. The cause of the resistance could not be determined. As the phenom-27 micro catheter used in the event was not returned for analysis, any contribution of the phenom-27 micro catheter to the failure could not be determined. The phenom-27 micro catheter is compatible for use with the pipeline flex. There is no indication that the event is related to a potential manufacturing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229782804); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the c6 segment of the internal carotid artery with a max diameter of 6 mm and a 5 mm neck diameter. Landing zone: distal: 4.2 mm and proximal: 5.1 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed c6 segment aneurysm. It was reported that the patient had a medium-sized aneurysm at the c6 segment. A ped-500-25 was used, and the phenom 27 was positioned at the m2 segment. After that, the stent was delivered, at the straight segment of m1, the stent was fixed and the microcatheter was withdrawn to deploy the tip end of the stent. After deploying approximately 10-15 mm, the tip end could not be opened. Even after applying tension, advancing the system, and manipulating it, the tip end remained unopened. It was reported the distal section of the pipeline failed to open. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a ton-bridge medical intermediate catheter 6f-115 guide catheter.